Manufacturer narrative:
Correction to the initial MDR in b5 and d7 fields.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein two leads were added for bilateral coverage in low back and legs and the ipg was replaced. The aptient was doing well postoperatively and the explanted ipg was not returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein two leads were added to cover bilateral in low back and legs. The patient was doing well postoperatively.